Event description:
It was reported that a thrombus occurred. On (B)(6) 2018, the patient underwent a watchman left atrial appendage (laa) closure procedure. Patient presented for 1 year follow up and a thrombus was noted on the face of the device via transesophageal echocardiogram (tee). Patient was restarted on eliquis and will have a follow up tee at a future date.

Manufacturer narrative:
Update to b6, b7, & d4.

Event description:
It was reported that a thrombus occurred. On november 15, 2018, the patient underwent a watchman left atrial appendage (laa) closure procedure. Patient presented for 1 year follow up and a thrombus was noted on the face of the device via transesophageal echocardiogram (tee). Patient was restarted on eliquis and will have a follow up tee at a future date.